Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a battery indicator issue and the meter reverting to set up mode while attempting to test her glucose using her one touch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issues with the subject meter began on (B)(6) 2011, at 6 pm. She stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue, it is unknown if she made any changes to her usual treatment. The patient claimed 'one hour' after the alleged issues started, she felt 'sweaty'. She informed the cca, that at 7:00 pm, she was able to test her blood glucose with a neighbor's meter and obtained a result of '100 mg/dl'. In response to her symptoms, between 7 pm-7:30 pm, she self treated with food/drink (drank juice). Reportedly the next day, at an unknown time of (B)(6) 2011, she was also tested with a doctor's meter, but could not recall the result obtained. During the initial call with customer service, the agent noted that the battery needed to be replaced but did not have a new battery available at the time of the call. In regards to the issue with the subject meter reverting to set up mode, it was resolved while troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the reported issue began.